Event description:
The patient originally underwent ICD implant at another institution 4.5 yrs ago. His device reached eri and it was noted that the r-wave amplitude had declined. The decision was made (also at another institution) to replace the ICD generator and add a new rv pace/sense lead. This was performed 4 years after original implant. Due to the fact that the patient was in chronic atrial fibrillation and not therapeutically anticoagulated, defibrillation threshold testing (dft) was not performed at that time. Due to difficulty regulating his inr, the dft's were rescheduled on several occasions. The patient was subsequently referred to our institution where dft testing was performed approximately one year later. Despite normal high voltage lead impedance through the programmer, when vf was induced, the device was unable to defibrillate the patient and the hv lead impedance registered as less than 20 ohms. Discussion with tech services confirmed that the lead insulation was likely breached. The patient was sent home with a life vest and returned for elective lead extraction 3 wks after dft. When the procedure was performed, there was no visible lead damage by gross inspection of the lead or fluoroscopy. Therefore it is uncertain where the insulation failed. What was particularly disturbing about this case is that the lead impedances (both pace/sense and high voltage) were normal when testing through the programmer at low voltage. It was only during attempted delivery of a high voltage therapy that the low impedance was detected and the inability of the lead to function properly was determined. Routine interrogation of the ICD yielded falsely reassuring data.manufacturer is evaluating the lead to determine the cause of failure, if possible.